Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, and during this procedure, three separate lesions were treated. A 2.5 x 18 mm xience v stent was deployed in the distal circumflex lesion, and a 3.0 x 28 mm xience v stent was deployed in the proximal circumflex lesion. A 3.0 x 28 mm xience v stent was deployed in the proximal rca lesion. There were no pt effects or product issues as the time of the index procedure. However, in 2009, the pt returned with stable angina which in the past week had accelerated to crescendo angina. Pt had angiography which revealed re-stenosis (in-stent restenosis) of the rca. Revascularization of the proximal rca was performed and another drug eluting stent was deployed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and restenosis, in the IFU, are known adverse events associated with coronary stenting and not necessarily a product qual deficiency. Additionally, angina, restenosis, and hospitalization are listed in the risk assessment as no-fault post-procedural complications. In this case, the angina was likely the result of the in-stent restenosis, which was treated with an angiogram and revascularization with the deployment of another drug eluting stent. However, a conclusive cause for all the reported pt issues and the relationship to the product, if any, cannot be determined.